Event description:
On (B)(6) 2009, the patient's wife reported that the patient's infusion device displayed an e10 (cartridge) error while attempting to prime the infusion set after a cartridge change. She stated that when the piston rod of the infusion device was retracting, it made a grinding sound and "it's not the normal sound the piston rod makes." She stated that the piston rod continued to run and "the only way I can stop it is to remove the battery." She stated she changed the battery 4 times and the issue continued to recur. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.